Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards affiliate in spain, a 29mm sapien 3 valve was deployed in the aortic position via the transfemoral approach. Some difficulties were encountered during the advancement of the valve and commander delivery system through the 16fr esheath. The valve was advanced by 'cracking the introducer' until the valve got stuck. High push force was applied to advance the valve, resulting in the valve and delivery system going through the sheath. The entire system was removed. Following withdrawal of the devices, a right iliac tear and abdominal aorta tear occurred. An unsuccessful attempt was made to resolve the issue with the placement of covered stents. A vascular surgery was planned; however, the hemorrhage could not be stopped. The patient dies during the procedure.

Manufacturer narrative:
Updated and there will be no other manufacturing reports. Impact code 4614, 4632, 4625 remain applicable to this event clinical code 3160 remain applicable to this event component code 3036 remain applicable to this event.

Manufacturer narrative:
Sections b1, b5, h1, h6 updated and will be reported in manufacturing report number 2015691 2022 10039. As the device was not returned for evaluation, no visual inspection, functional testing and dimensioning testing could be performed. No imagery returned, therefore, no imaging evaluation. A device history record (DHR) review was performed related to the manufacturing of the devices and components that could potentially contribute to the complaint and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no complaints related to the event: introduce and liner punctured and failure sheath liner torn. The following instructions for use (IFU) were reviewed: esheath IFU, commander IFU, device prep manual and procedural training manual s3 and commander. Based on the review, no IFU or training deficiencies were identified. No device was returned and there is no evidence of manufacturing nonconformance issues therefore a manufacturing mitigation review was not performed. A complaint history review was completed for similar events; failure sheath liner torn and liner punctured. Of the root causes identified, the following are potentially applicable to the complaint event: patient factors (tortuosity) and procedural factors (excessive manipulation). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for liner punctured was confirmed through review of the returned procedural imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing nonconformance was unable to be determined. However, review of the DHR, lot history, and chr did not provide any indication that a manufacturing nonconformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. Per complaint details, during the introduction of the system through the esheath, some resistance (no more than usual) was experienced, the valve advanced by cracking the introducer until it got stuck and when keeping pushing the commander delivery system went out of the introducer through the hole previously made by the valve. The entire system was retrieved in block. A right iliac and abdominal aorta tear occurred. At first it was tried to solve it by placing covered stents but it was not possible. Even though a vascular surgery was intended, the hemorrhage could not been stopped and the patient died at the end. Regarding the root cause of the event, the wounds caused to the right iliac when the introducer was removed (the valve had passed through the e sheath). Returned patient imagery showed tortuosity in the patients access vessel. The provided postprocedural device photos showed tissue wrapped around the sheath at the location where the valve punctured through the twisted sheath a smaller liner tear underneath the tissue can also be seen on the sheath. Additional imagery shows the sheath after the tissue as cut off; however, it is likely during this process of tissue removal, that the sheath became damaged. The crimped valve can be seen puncturing through the sheath shaft with possible hdpe damage. Tortuosity can cause noncoaxial advancement by the creation of suboptimal angles that can lead to nonaxial alignment in the advancement of the delivery system. The delivery system can potentially catch onto the liner of the sheath, creating a tear. As reported, there was some resistance in introducing the ds through the sheath. It is likely that excessive manipulation may have been used to overcome the reported resistance. Excessive manipulation can cause the delivery system and crimped valve to interact with the shaft, contributing to the reported puncture and hdpe damage. Additionally, the sheath was very twisted upon removal. The twisted nature of the sheath may indicate that the seam did not remain down the entire time, which can impact the ability of the delivery system to advance through the sheath. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive manipulation) may have contributed to the complaint event. Since no manufacturing nonconformances or labeling and IFU and training deficiencies were identified, no product nonconformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective and preventative actions (CAPA) nor product risk assessment (pra) escalation are required.